Event description:
The vision stent would not cross a heavily calcified lesion in the lad. The lesion had been pre-dilated; however, after several advancement attempts due to the heavy calcification, the stent would not cross the lesion. As the device was retracted, the stent dislodged. A snare was used to successfully remove the stent from the pt and the procedure was then aborted.